Manufacturer narrative:
The customer's husband thinks his wife leaned too hard on the armrest causing it to break. The customer not wearing their seat belt contributed to them falling out of the seat. Under controlled lab conditions, the supplier was unable to replicate this failure mode with no root cause being established. Under the circumstances of the failure mode, it has also been concluded that the damage recorded can only have been introduced by customer misuse or inappropriate handling during fitment and removal of the seat assembly. Based off the suppliers' inspection and husband's statement the most likely underlying cause is the customer misusing the armrest.

Event description:
The customer's husband called acorn stairlifts, inc. (Acorn) on (B)(6) 2020 requesting repairs to the armrests of the seat. He stated a few days prior his wife was riding the stairlift upstairs, without a seat belt, when half way up she called to her husband saying she was falling. He came to the top of the stairs to see she already fell and was going down the steps. He said the chair continued moving up stairs after his wife fell. The customer was treated for a bump on the head and a fracture to her right shoulder.